Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use biopsy valve fragment entered the camera. The biopsy valve was stuck to it when suction was applied. Upon removing it once, the fragment was found attached to the tip. The issue occurred during a fluoroscopy suite procedure. There were no reports of patient harm.